Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient reports new pain (unrelated to baseline) pain at ins site. Additional information was received from rep, rep reported patient having intercostal pain when stimulation is on while recharging, patient also felt the burning sensation at the pocket site as well. Rep said patient has tightening around the chest area and it takes hours for the pain to go away, like patient was stabbed in the back. Patient has to lay on her stomach to relieve some of the pain. Patient has difficulty recharging beyond 30% because it's too painful. Patient has programming to relieve intercostal pain, but it's too painful for her if programming used setting above 90 pulse width. Technical services(ts) reviewed with rep that since pain is not there when therapy is off while recharging, then patient should turn therapy off while recharging; the other option is to have revision surgery and possibly replace the neurostimulator. Trou bleshooting was not required. The issue was not resolved through troubleshooting.